Event description:
It was reported that from around the early part of (B)(6) in 2021, pus came out from the implant site. There was an effect and patient satisfaction level, and the treatment for suppuration was performed, but it did not improve, and there was a recommendation to remove the product at a web meeting, so removal was chosen this time. Removal procedure was performed at ante meridiem (am) on (B)(6). As a result of confirmation, both the lead and the stimulator were removed.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1vqfp, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.